Manufacturer narrative:
Additional lot numbers: l7e283 and l7k284. Additional manufacture dates: 05/2007 and 08/2007. Information has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Catheter broke off in patient. Patient was transferred to another facility for a higher level of care where a second procedure was performed to remove the broken catheter piece.